Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 524 mg/dl. The customer declined to troubleshoot for high readings. Troubleshooting was performed for the infusion set. There were no leaks or air bubbles. However the customer states they removed the set and it was bent. The customer treated with the manual injection and the pump. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.